Event description:
It was reported that the patient was unable to make adjustments with the patient programmer with the antenna attached. The patient felt no stimulation sensation. It was discovered that the implantable neurostimulator was turned off. Stimulation was turned on at 2.3 volts, which was too high for the patient. Stimulation was turned down to 1.7 volts, which the patient found comfortable.

Manufacturer narrative:
Lead: model 3093-28, lot# v836134, implanted: 2011 (B)(6), explanted: na. Programmer: model 3037, serial# (B)(4). Analysis of the programmer: model 3037, serial (B)(4) found no anomaly. The problem could not be duplicated.